Manufacturer narrative:
Undetermined medical intervention. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 07-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Fill volume: unknown, flow rate: unknown , procedure: unknown , cathplace: unknown. It was reported that in may a fast flow event occurred with an unknown homepump device. It was alleged that the patient required medical intervention. No additional information was provided.

Event description:
Fill volume: 100ml. Flow rate: 5ml/hr. Start time: 2140. Additional information received 13-nov-2018 stated, the homepump 125ml 5ml/h was filled up to 100ml for a 20-hours infusion. The infusion flow ended in 10-hours and the patient had parasthesia in the lower members, itching in the lower limbs, involuntary urination, pruritus and sedation.

Manufacturer narrative:
No code available: paresthesias in the patient lower limbs. All information reasonably known as of 07-dec-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).